Event description:
It was observed during the device evaluation that the rigid endoscope telescope had a detached distal terminal lens, a broken distal terminal lens, and fragmented lens. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection however the investigation has been conducted using the information provided by the customer and the inspection findings from the field service engineer. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.